Manufacturer narrative:
This report is based on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The display screen of the programmer was cracked. A noisy ECG (electrocardiogram) signal was also observed, due to a loose ECG connector on the printed circuit board. (B)(4).

Event description:
It was reported that the display screen of the programmer was cracked. The programmer was returned for service. The programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.